Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A patient notifier was received stating that the charge limit had been reached. During a follow up, the charge time was in range during multiple tests. The patient will be monitored remotely.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-15067, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).